Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned device and photograph confirm the reported event that the packaging is deformed, but could not confirm the reported compromised sterility. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a review was completed of the device history record (DHR) and operations management system (oms) for the following: product code 866022, work order (B)(4) was manufactured on 10 june 2021. All raw materials met specification. (B)(4) parts were manufactured to specification.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected; h3, h8.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Inner packing deformed&unsealed. It was reported that during the surgery of left total knee arthroplasty, checked the out-box, it was complete good, opened it, noted the 1st inner packing was deformed but sealed, opened the 1st inner packing, noted the 2nd inner packing was also deformed and unsealed as the photos show. No back-up device on site,so used iodophor to soak the device, then implant into the patient. The patient is stable and in hospital now. Surgery delayed about 20 minutes.